Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a seizure and fell on (B)(6) 2017. The patient needed to have an emergency brain surgery and has two fractures on either side of their neck. The patient needs to wear a neck brace for ¿like three months.¿ the patient needs an MRI for these issues. It was reported that it was unknown what was causing the issue, and the healthcare provider (hcp) was unsure if the seizure occurred first to cause the fall. The caller was unsure if the scs system has been activated yet because the patient not yet met with hcp for first follow-up since implant on (B)(6) 2017. The caller was advised to have the managing healthcare provider call for MRI guidelines and the caller was to continue to work with the hcp regarding the fall, seizure, and resulting injuries. No further complications were reported.